Manufacturer narrative:
(B)(4). Concomitant products: femoral head sterile product do not resterilize 12/14 taper, pn 00801803602 ln 61023016. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00672. Product location unknown.

Event description:
It was reported patient underwent a revision due to pain, elevated metal ions, and adverse local tissue reaction. During the procedure, necrotic tissue, synovitis, and brown metallic stained fluid were noted. Upon removing the head from the neck, corrosion was found. There was no corrosion between the neck and stem. The head, neck, and poly liner were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products:femoral head sterile product do not resterilize 12/14 taper pn00801803602 ln61023016, trident psl ha shell pn542-11-50e lnmv8mle, trident liner pn623-00-36e ln9l0mme, mod ml taper fem st 9.0 pn 00-7713-009-00 ln60917850. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6. Product was returned and evaluated. A visual examination of the returned product identified that the femoral head outer spherical surface and the flat area around the taper hole showed scratches and dings. The taper hole showed a dark foreign debris. The modular neck showed gouges and scratches to the trunnion, neck, and distal end. Dark foreign debris was noted on the trunnion. No other damage was noted. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.